Event description:
Patient has had bilateral total hip replacements with metal-on-metal prostheses. Both initial operations occurred in 2008. Following the second operation, patient did have evidence of movement of the acetabular component, which was replaced with a spiked component and there was no evidence of problem in his postoperative period. Most recently, patient presented with gas in the joint and acute pain several weeks ago. After evaluation, doctor determined that the gas is most likely hydrogen and believes that this is most likely originating from corrosion of the modular neck. Patient was evaluated for metal-metal sensitivity and found no evidence of this with a CT scan. His metal levels are within what would be considered acceptable range for a patient with two metal-on-metal replacements. Patient elected to proceed with a revision right total hip arthroplasty.